Manufacturer narrative:
(B)(4). The external visual inspection revealed the electrode was severed near the fantail, electrode ground ring and array prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
UDI number: na

Event description:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Advanced bionics is currently in the process of obtaining additional information. When additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
The recipient's experienced a decline in performance due to the electrode migration. The recipient underwent repositioning surgery, however, the surgeon damaged the device during the surgery. The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device.